Manufacturer narrative:
The report event of high impedance was confirmed. Returned stimulation end segments had a compression mark followed by a kink with multiple broken wires; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that during an ipg replacement (MFR: 1627487-2019-07543) the patient's lead tested for high impedance. As a result, the lead was replaced.